Event description:
It was reported that the customer had unexplained high blood glucose of 9.6mmol/l. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. The manual prime test was performed and the insulin did exit. The high pressure test was performed and the test failed twice. It was stated that while performing the high pressure the insulin pump alarmed motor error. The displacement and self test were completed and passed. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.